Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A product experienced report was received on (B)(6) 2018 stating that the ra port was an off label use. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).